Event description:
It was reported that during a stapled hemorrhoidectomy procedure, a sterile device was opened and fired; it did not give a complete staple line and was a bit hard to fire. The blade did not even cut. On examining, it was observed that staple line was not complete. Further some staples were still there in stapler after firing. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) break away washer indented. Additional information: how was the case completed? The surgeon had to do an open procedure conventional technique. What is the patients current condition? Pt current condition is stable, but would have to bear the effects of conventional procedure. I.e. Pain and regular follow-up and off work for few days. The analysis results found that the device arrived in good visual condition with only 10 partially formed staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.